Event description:
It was reported that the lead integrity alert (lia) tripped due to rv pace/sense impedances being very unstable and high sensing integrity counts. The pace/sense portion of the high voltage lead was replaced. The device was electively removed and replaced to avoid surgery in near future. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.